Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery in the past and that she had an event where she experienced high blood glucose. The customer's blood glucose was over 600 mg/dl. The customer subsequently was admitted to the emergency room and was hospitalized on (B)(6) 2015. The customer's blood glucose was a little under 600 mg/dl at the time of admission. The customer was treated with an IV at the hospital. The customer expressed blurry vision, feeling bad and short or breath, as symptoms of her high blood glucose. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer did not return the product for analysis. Troubleshooting for the no delivery alarm was not performed because the alarm had already been resolved by a complete set change.